Event description:
During a titration of norepinephrine using an alaris pump, it was intended to be titrated down from 0.06 mcg/kg/min to 0.05 mcg/kg/min (usual dose range: 0.025 to 1 mcg/kg/minute according to lexicomp). Instead, it was titrated from 0.06 mc/kg/min to 0.5 mcg/kg/min (a decimal place error), which ran for 8 minutes between 0352 and 0400 on (B)(6) 2025. The patient displayed new ventricular tachycardia and st elevation on telemetry. Later that morning, it was re-evaluated to be accelerated idioventricular rhythm (aivr), not v-tach. Patient remained neurologically intact, and patient was sent emergently to cath lab for stent evaluation (no thrombus was identified). Decimal point errors on alaris pumps are a known limitation, especially on continuous infusion medications. In this instance, the new rate (0.5 mcg/kg/min) is within the normal dosing range - no alerts would have presented this as currently programmed in alaris. The baxter spectrum iq pump can alert to these drastic changes in pump rates to prevent medication errors. This type of alert should absolutely become standard across all infusion pump manufacturers.